Event description:
It was reported to boston scientific corporation on december 01, 2008 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during the procedure, it appeared the prolieve catheter's prostatic balloon burst. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device, and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.